Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced symptoms of hyperglycemia and went to the hospital. At the hospital the patient had a blood glucose result of 486 mg/dl. The hospital treated the patient with an injection of intravenous insulin. After a few minutes her blood glucose decreased to 150 mg/dl. The patient attempted to go back on the infusion device, but her blood glucose level increased again. The patient believes the device is not delivering insulin. It is unknown how long the patient was in the emergency room. The infusion device was requested to be returned for product evaluation.